Event description:
During insertion of a t2 im kids nail left femur, the t handle broke off at the weld. Less than 10 minute delay to open new tray for new t handle to complete case - no additional anasthesia was administered and case completed successfully.

Manufacturer narrative:
Investigation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The returned universal chuck was documented as faultless prior to distribution. The welding seam from the shaft to the chuck is completely broken due to hammering on the top and metal handle surface. Hitting the universal chuck on its front is not necessary in the t2 kids system and therefore not allowed. Instead of hitting the front a strike plate can be attached. As a secondary issue it was found that the seam is concave shaped; an indication that most likely no welding additive was used like required in the drawing. Several ncs were initiated in the past; the welding seam was implemented with change request ecn 7545/10 in 2010. The newer ncs describe that the actual welding seam reaches the required torsion moment of 10nm like specified. Because the welding seam was found not-centric placed and concave shaped in a previous case nc 792915 was initiated in march 2015. Two universal chucks were evaluated by an external lab. It was found that the used materials are within specification. A missing welding additive could not be determined exactly, but the concave shaped seams are typical for laser-welding without an additive. Because no deviation was found to stryker specifications the nc was cancelled with the statement that the issue will be re-evaluated in the recurring issue trending. Because no deviation was found regarding the specification a manufacturing issue was excluded; the broken welding seam is attributed to a misuse by hammering on the top. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During insertion of a t2 im kids nail left femur, the t handle broke off at the weld. Less than 10 minute delay to open new tray for new t handle to complete case - no additional anaesthesia was administered and case completed successfully. It was a primary surgery

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.